Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the cracks or scratches on the insulin pump and they can barely read the screen also buttons harder to press and had to press many times to take action. Customer also stated that insulin pump received unspecified error code alarm also received no delivery alerts and they had to reset the whole infusion set. Customer also stated that light got dimmer. No harm requiring medical intervention was reported. The device will not be returned for analysis.